Manufacturer narrative:
Investigation summary: a mz5303 sample was not available for investigation; furthermore, the lot number of the complaint sample was reported unknown. The feedback provided by the customer suggests connection issues were detected between a maxzero extension set and terumo infusion set. As part of the feedback the customer provided a video; analysis of the video confirmed the customer's experience as the connecting male luer of the terumo infusion set became disconnected from the maxzero female luer adaptor (fla). However, from the video it is not possible to identify any obvious damage or manufacturing defects which could have caused or contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5303 product in the past 12 months.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector disconnected from site. The following information was received by the initial reporter in japanese with the verbatim: this report is about a connection issue. The customer reported that the terumo infusion line (male side) connected to the female side (mixed injection part) came off immediately. After replacing with another terumo product, it was able to connect normally. The terumo infusion line (male side) was simply connected to the female side (mixed injection part), and no pressure was applied from the terumo infusion line side.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector disconnected from site. The following information was received by the initial reporter in japanese with the verbatim: this report is about a connection issue. The customer reported that the terumo infusion line (male side) connected to the female side (mixed injection part) came off immediately. After replacing with another terumo product, it was able to connect normally. The terumo infusion line (male side) was simply connected to the female side (mixed injection part), and no pressure was applied from the terumo infusion line side.